Event description:
It was reported that the balloon of a foley catheter burst on the 7th day while in use on a 78 year old, male patient. The catheter was placed on (B)(6) 2018 and it fell out of the patient on 31-dec-2018 with a ruptured balloon. It was unknown if there were any missing pieces. The foley catheter was not replaced. Instead, the patient was being catheterized using intermittent catheters. During a follow up with the facility on (B)(6) 2019 , the bd sales representative reported that the patient expired on (B)(6) 2019. Per the physician, the patient¿s death was due to his condition and not the device. The cause of death was lung cancer.

Manufacturer narrative:
The reported event was confirmed. Based on the evaluation, it was noted that the balloon had an irregular burst with missing piece. The missing piece was not returned for evaluation. The sample was evaluated under a microscope and found no conditions that could have contributed to the reported event. The exact cause of how and when the problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients (1) patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) do not use in patients who are or have been allergic to natural rubber latex."

Manufacturer narrative:
The reported event was confirmed. Based on the evaluation, it was noted that the balloon had an irregular burst with missing piece. The missing piece was not returned for evaluation. The sample was evaluated under a microscope and found no conditions that could have contributed to the reported event. The exact cause of how and when the problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients (1) patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) do not use in patients who are or have been allergic to natural rubber latex."

Event description:
It was reported that the balloon of a foley catheter burst on the 7th day while in use on a 76 year old, male patient. The catheter was placed on (B)(6) 2018 and it fell out of the patient on (B)(6) 2018 with a ruptured balloon. It was unknown if there were any missing pieces. The foley catheter was not replaced. Instead, the patient was being catheterized using intermittent catheters. During a follow up with the facility on (B)(6) 2019, the bd sales representative reported that the patient expired on (B)(6) 2019. Per the physician, the patient¿s death was due to his condition and not the device. The cause of death was lung cancer.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon of a foley catheter burst on the 7th day while in use on a (B)(6) male patient. The catheter was placed on (B)(6) 2018 and it fell out of the patient on (B)(6) 2018 with a ruptured balloon. It was unknown if there were any missing pieces. The foley catheter was not replaced. Instead, the patient was being catheterized using intermittent catheters. During a follow up with the facility on 31-jan-2019, the bd sales representative reported that the patient expired on (B)(6) 2019. Per the physician, the patient¿s death was due to his condition and not the device. The cause of death was lung cancer.